Manufacturer narrative:
(B)(4). Visual inspection : the reported condition was confirmed. The returned unit presented a broken heat shrink (insulator). The inspection of the reported unit showed tear insulation. Ceramic and electrode were still intact on the probe. Wear marks, burnt stains and left over tissue residues on the electrode suction path hole were observed on the probe tip. Functional inspection : as part of the investigation is to read the activation history of the probe, connected the probe to the serfas energy programmer box. The e-prom box has a maximum capacity to store of (B)(4) activation instances. The probable root cause/s could be the unit used as a tool for mechanical displacement of tissue, excessive force and scrubbing with another object during use caused heat to insulation to degrade and rip. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the black shaft began to crack at distal tip causing flaking from the shaft within the joint.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the black shaft began to crack at distal tip causing flaking from the shaft within the joint.